Event description:
The customer reported that blood was leaking from the dispense probe and collecting in the catch tray on the lh750 slidemaker. The customer stated that the volume of the leak was approximately 21 ml and was contained within the instrument. The customer was wearing personal protective equipment consisting of a lab coat, gloves and goggles and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. The customer found the leak coming from the red stripe tubing through the pinch valve before the dispense probe (dp1). The customer stated that the tubing was pinched through causing blood to leak out of the pinch valve instead of passing through to dp1. The customer replaced the tubing and no further leak was observed.

Manufacturer narrative:
Evaluation: method: evaluation was done by the customer. Conclusions: issue was resolved by the customer through troubleshooting. (B)(4).